Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated they were not able to determine the cause of the clinical observations as there was nothing in the arrhythmia logbook (al). The vt zone was lowered to 170bpm. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was in the intensive care unit (ICU) and had coded. The patient was in ventricular tachycardia (vt) with pulseless electrical activity (pea). There were times that the monitor showed a rate greater than 200 bpm; however, no shock was delivered. A boston scientific sales representative discussed either the monitor was incorrect or the pea signal that was greater than 200 bpm was too small for the device to detect and it was undersensed. No additional adverse patient effects were reported.